Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a pump motor drive off post? And battery not working error? The device was powered up as part of the functional test and the reported issue was not duplicated. The 'battery not working' error found in the event history log was the cause of the pump motor drive off post intermittently. The battery was replaced as a preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.d4 (catalog number, UDI number) and d5 are unknown. No information has been provided to date.

Event description:
It was reported that a syringe pump has a motor drive error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.